Event description:
It was reported that before use, the screen of the cs300 intra-aortic balloon pump (iabp) was not displaying. It was also reported that the screen turned blue, went black and then, the display had no power. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the display would only flicker and that there was no power to the motor controller board. So, the fse replaced the motor controller board. Then, the system was initialized and gave a fail code #34. So in order to fix the issue, the fse replaced the main board. The unit then passed all calibration, functional and safety tests. The unit was then returned to the customer and cleared for clinical use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received the following parts associated with this complaint: main board and motor controller board, with the complaint of no display. The failure analysis and testing dept. Performed a visual inspection of both parts and found the parts to be in good condition. The failure analysis and testing dept. Installed the motor controller board into the cs 300 test fixture and tested the motor controller to factory specifications per the cs300 service manual. The failure analysis and testing dept. Could not replicate the failure of no display. The motor controller board passed testing. The failure analysis and testing dept. Then proceeded to install the main board into the cs 300 test fixture and tested the main board to factory specifications per the cs300 service manual. The failure analysis and testing dept. Was able to replicate the failure of no display when the main board was installed. The main board failed testing, and was the cause of the no display complaint. Retaining the parts in the failure analysis and testing department per procedure.

Manufacturer narrative:
Due to character restrictions in initial reporter event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit has screen issues no display. There was no patient involvement.